Event description:
(B)(4). I had the essure implanted 3 months after giving birth. In 2006. Ever since then, I have had frequent headaches, sharp pains in my pelvic area, lower back pain, sex is painful, very heavy menstrual cycles with lots of blood clots and severe cramping, severe acne that I didn't have before and it is even on my scalp, hair growth on my face and neck, itchy skin, nausea almost daily, slimy/snotty like discharge that I have seen my doctor for, frequent urination, weight gain, severe bloating and lack of energy. I have not had imaging done yet to check coil placement because I am actually scared to see where they are after seeing other pictures of how they have migrated.